Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had no delivery alarm and motor error alarm. The customer¿s blood glucose level was 407 mg/dl at the time of incident. Customer stated drive support cap appears normal. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed displacement test and it was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.